Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead model 3389-28, lot va03l5r, found no anomaly. (B)(4).

Event description:
It was reported that there had been a lead issue. The whole lead was bent and not straight, which could best be observed when rotating the lead along its longitudinal axis (e.g. On a flat surface). The lead was never implanted and the surgeon asked for a new lead since this one was not completely straight. Patient status at the time of this report was noted as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event if additional information is received, a follow up report will be sent.